Event description:
It was reported that the customer was hospitalized due to low blood glucose of 65mg/dl. The mother stated that the customer was having low sugar level for two days. Troubleshooting was performed. The caller stated that the customer was experiencing seizures. Reviewed the programming, and it seems to be correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer's recent glucose reading was 115mg/dl. The mother mentioned that the sensor glucose reads 245mg/dl, while the blood glucose reads 158mg/gl. The caller stated that the blood glucose readings are entering correctly. While reviewing the sensor technique, it was found that her glucose was not stable when calibrating. Explained the mother that calibrating when the customer is not stable can cause a problem. Advise the caller to call back if the issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.